Event description:
A customer contacted beckman coulter inc. (Bci) regarding low calcium (calc) results generated by the unicel dxc 600 pro synchron clinical systems for multiple patients. The low results ranged from 5.0-8.0mg/dl, and were reported out of the lab. The specimens were re-tested on a different instrument and amended reports were issued. The actual results were not supplied. Customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The ion selective electrode (ise) system is calibrated and qc is run routinely every 24 hours. Prior to the event, calc qc results were within the lab's established ranges. A field service engineer (fse) was dispatched: the fse replaced sodium (na) reference electrode and the carbon bridge. As of (B)(6) 2009, there have been no further incidents of low calc results. Upon recur, the suspected hardware failures could cause erroneous results on any or all ise chemistries, including pivotal chemistries such as potassium (k). Treatment based on low k result could cause or contribute to serious injury to the patient. A malfunction will be assumed for the purpose of this report.